Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro . The pa rested the device on the patient's leg after opening but before making an incision. The device started operating without user input. The alarm went off, but the staff couldn't locate the source of the alarm for several minutes. When they discovered the source, the device had burned the patient's skin. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for lots 25140706 and 25140759. The last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, but remained attached at the base of the hot jaw. The heater wire was observed to be twisted at the center of the wire. The silicon insulation on the hot jaw was observed to be peeled off the entire hot jaw, exposing the metal portion of the hot jaw. The silicon insulation on the cold jaw was observed to be peeled at the center of the cold jaw, exposing the metal jaw. The peeled silicon was not returned for evaluation. Slight amount of silicon insulation remained on the base and tip of the cold jaw. The silicon on the cold jaw at the base of the jaw was observed to be melted and charred. The area from the pivot pin to the base of the jaw was also observed to be charred and discolored. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire," "thermal decomposition of device" and "peeled jaw" was confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro . The pa rested the device on the patient's leg after opening but before making an incision. The device started operating without user input. The alarm went off, but the staff couldn't locate the source of the alarm for several minutes. When they discovered the source, the device had burned the patient's skin. A replacement device was used to complete the procedure. The hospital did not report any patient effects.